Event description:
The plug of the exoseal never deployed outside of the artery. When the product was pulled out, the physician noticed that the plug was on the sterile field and not in the patient.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The plug of the exoseal never deployed outside of the artery. When the product was pulled out, the physician noticed that the plug was on the sterile field and not in the patient. No additional information could be obtained. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.